Manufacturer narrative:
The customer contacted the siemens healthcare diagnostics customer care center (ccc) to report that smoke was seen emanating from the back of the dimension vista 1500. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the analyzer. The cse replaced a failed dc power supply, ran a quick check and quality controls. The cause of the smoke was the dc power supply malfunction. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
On (B)(6) 2017 the customer reported smoke emanating from the back of the dimension vista 1500. No flames were seen. The customer powered off the analyzer. There are no known reports of patient intervention or adverse health consequences due to the smoke. There is no delay to patient testing because the customer has an alternate analyzer.